Event description:
It was reported that post-sensed t-wave oversensing due to low r-wave sensing was observed on the right ventricular (rv) lead. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event.